Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 500 mg/dl. Reportedly, the pump's cartridge ran out of insulin. Customer confirmed a low insulin alert was declared. Bg was treated via manual injection.